Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator migrated from chest to left armpit over the years of him having it. The generator was protruding under the skin and sometimes left bruises on patient¿s under-arm when he did not move his arm for prolonged periods of time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that per the physician, the cause of the generator protrusion and migration is unknown. The intervention of replacement surgery is for both patient comfort and the battery needed to be replaced anyway. The cause of bruising is related to the presence of the vns device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a prophylactic generator replacement surgery. Device return is not necessary as it adds no value to the investigation. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.